Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that their pump over delivered insulin. The pump kept getting empty and the customer kept filling it, and they kept getting more insulin. The pump then alerted the customer to give themselves a manual injection, and they gave themselves 10 units which led to a low of 46 mg/dl. The customer received emergency medical assistance for the low blood glucose level. This was on (B)(6) 2017. The customer was hospitalized due to the low. The customer was given oral glucose to treat. The customer was released from the hospital when they were at 75 mg/dl, and they had problems driving. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump was not available at the time of the call. Customer has been off the pump since the low incident. The pump alarm history was checked and several power loss errors were found on the incident date. The insulin pump will not be returned for analysis.